Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device had no power. There were no delays to the planned surgical procedure as an identical spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device made unusual noise and had a worn coupling head. The assignable root cause was determined to be due to various worn components and bearings from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.